Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4) for evaluation. There is possibility that the reported event was caused by incorrect customer's handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A part of the bending section rubber and the distal end cover of the subject device were broken and missing. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The following could be potential causes. Physical stress was applied onto the tip of the device. An electrical surgical device contacted this device with the surgical device activated. If additional information becomes available, this report will be supplemented.